Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter complained of a cc-xs meter display issue, which could cause misinterpretation of results. The customer stated if the meter is powered on or a test strip is inserted into the meter, a beep can be heard but nothing appears on the display screen. Also, if the "screen is tilted just right in the light" then the segments on the screen are visible. The customer performed a meter display check, and the "bottom zero of the 8¿s and the top slash of the top zero of the 8¿s" are visible if the meter is tilted, and in good light. No misinterpretation of results were reported.